Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found rust on the battery spring pins, a scratched lcd lens, a cracked battery door, and a damaged dso seal. No history of the error code was found in the device history. The error code was unable to be duplicated during the functional testing. The probable cause of the customer reported issue is unknown. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3: date of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed an error code 45630. The issue was found during testing.